Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, a visual inspection of the pump revealed a cracked battery compartment. Unrelated to this issue, investigation revealed that the audio bolus button was missing from the pump; the audio bolus button response was not able to tested due to the missing button cover.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.